Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was missing and the trunk cable connector j702 on the distribution node pca was damaged. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the missing trunk cable and damaged connector was physical abuse. The root cause for the strained cable was excessive force. No adverse event resulted from the defective monitor or electrode belt manufacturing date: monitor: 11/08/2013, electrode belt: 02/14/2014.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable).